Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00293. Lot 19c022 was manufactured from march 6-8, 2019. The device was received for evaluation attached to a non-baxter luer connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water . During and after fill, no signs of a leak were observed from the device or the attached connector. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.